Manufacturer narrative:
The user facility provides preventive maintenance and repairs for the particular device on own behalf and responsibility but contacted the local dräger s&s organization via phone. The responsible dräger service engineer instructed the caller how to determine the root cause for the reported observation. It was detected during these activities that the issue could be solved by re-connecting internal cable connections. The device is back in use w/o further problems reported to date. Dräger concludes the following: a reboot is the specified device behavior to rectify deviations in the processing of sw routines that can't be removed by other means. The device will briefly power-off and back on to reset all sw processes to a controlled state. If the reboot is successful, ventilation will be continued afterwards with previous settings. It is plausible that a lose cable connection disturbs the internal communication between the device's subsystems and will thus trigger a reboot. On the base of the available information could however not be determined what exactly has led to the contact loss. All connectors of the internal cablings have a snap mechanism to prevent unintended loosening. During the design stage, the device has successfully passed the tests against shock and vibration according to the applicable standards. Post market surveillance data substantiates the postulation that an unintended loosening during normal conditions of use, transport and storage is unlikely. It cannot be excluded that the reported event was caused by a previous repair ingress for which the respective cable connection had to be loosened and was not properly re-attached afterwards. Further conclusions can't be made.

Event description:
It was reported that the device suddenly performed a reboot during use. The users replaced the device in a controlled maneuver; no patient consequences have reportedly occurred.